Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear/abrasion, a broken shell and others, a curved opening and yellow and white particles on the shell. A leak test and microscopic analysis was performed which identified a sharp opening on the posterior and striated broken edge on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken edge on plug strap assessed as surgical damage, consistent in the use of some surgical tool. Also noted was a sharp opening on the posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remain implanted.